Event description:
The manufacturer received information alleging a ventilator alarmed for oxygen regulation. There was no harm or injury reported. The customer replaced the device's high-pressure oxygen tubing that connects to the manifold prior to the manufacturer's evaluation to address the issue.